Event description:
It was reported that following the successful implant of this cardiac resynchronization therapy defibrillator system, oversensing of noisy signals were observed on this right ventricular (rv) lead. Technical services provided troubleshooting recommendations. Additional information from the field representative provided the cause of the noise was not discovered. However, during the post operation check the following day no noise or oversensing were observed. No other actions were taken at this time. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.